Event description:
It was initially reported that the pump was explanted as the patient had requested larger reservoir volume to decrease refill frequency. As of the date of this report, it was stated that there were two incidents, possibly 10 years ago, where the ''pump stopped" before the refill. Per reporter healthcare provider (hcp) moved up refill date by a week which then seemed to have solved the problem.

Manufacturer narrative:
Catheter model: 8703w, serial # (B)(4), implanted: (B)(6) 1997, explanted: unk.

Event description:
Additional information received reported the patient had a revision of the infusion pump in (B)(6) 2005. The patient was "small" so she had a pediatric pump with a 10 milliliter (ml) reservoir implanted. She came in for refills often so it was decided to give her a 20 ml pump at the time. The patient had increased spasticity and needed to be increased anyway, so it was decided to put in a larger pump. There was no indication at the health care facility that the pump had stopped at any time.